Event description:
Customer reports that she obtained a reading of 106mg/dl at 12am. She did not take any medication based on her reading. She states approximatley 3 hours later she had a sugar reaction where she started yelling and not responding to family member . Family member reportedly took her blood glucose reading on her device which was 268 mg/dl. He then took a reading on his device which read 39mg/dl. Customer could not swallow orange juice on her own, so she states family member injected the orange juice through a needle. No medical treatment was sought. Controls were reportedly run but the values are not available. Requested return of suspect device and replacement was sent.